Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive result on a 22-year-old female patient. There was no patient information, nor details the surrounding the event at the time of this report. Return product is not available for investigation. Method date collected tested result cut-off sample I-stat trop-I (B)(6) 2026 na 16:30 0.15 ng/ml 0.08 ng/ml a whole blood the reporting decision was based on the limited information available that suggested that product was not performing within the variability. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).